Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that when a value was set to 100% on an oxygen-concentration test, the accepted range was from 95 to 105% inclusive, but a measured value was 94.7%. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the manufacturer's product support engineer (pse) that when a value was set to 100% on an oxygen-concentration test, the accepted range was from 95 to 105% inclusive, but a measured value was 94.7%. The pse evaluated the device, replaced the flow sensor assembly, and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Upon further review and based on the information provided, the incident is not a reportable event. No indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. Therefore, this report is being redacted.